Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 14-june-2024, it was reported that the patient encountered six infusion sets fell off. Infusion set was in use for few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information.